Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found that peek housing and tip lumen transition was cracked with reddish brown material inside the area, also there was a bump at tip with metal exposed which during an x-ray analysis it was determined that it was the t-bar which slid down and crossed the catheter lumen. It is also likely when t-bar slid down applied stress to the section and contributed to the peek housing cracked. Then, the functionality of the sensor catheter was tested on carto system. The catheter failed during carto test, error 106 and 279 errors were displayed. The catheter was then dissected and it was determined that the root cause was an internal failure of the force sensor. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a force issue has been verified. A corrective action has been opened to address and resolve these issues.

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) procedure, a smarttouch catheter was not displaying any force readings on the carto 3 system. The case was completed by changing the catheter without any patient consequence. This initial complaint is not reportable event. Upon receiving the product in biosense webster lab on (B)(6) 2015, it was noticed that the metal exposed about 4mm from peek housing, making this event reportable.